Event description:
Report 2 of 12. It was reported while using bd vacutainer® brand pronto¿ quick release needle holder, the non-bd blood collection set and holder spun out or separated. A new device was selected to complete the draw and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.  A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.